Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked and damaged. During fluid path test, the fluid was found leaking through a tear on the kinked portion of exposed soft cannula. It could not be conclusively determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 285 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Trace ketones were also present. As treatment, patient's mother applied a new pod, delivered a correction bolus, increased temporary basal to 85% and patient drank water. The patient's blood glucose history is as follows: (B)(6).